Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported fault code logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of failure to be a bad solder joint of an ic chip, designator u35. The failure would result in an abnormal defibrillation energy delivery.

Event description:
It was reported that the device logged a fault code in the memory possibly indicating a critical failure. There were no reports of pt use associated with the event.